Event description:
Unable to continuously monitor respirations due to malfunctioning spacelab cartridge. No patient harm. Biomed in house follow up - customer reported respirations not able to be monitored. After inspecting device and talking to tech support, we found the device was manufactured without the respiration option built in. All other functions were successfully tested. The charge nurse informed me that if the module could not take respirations they would not want to use it, so I have the device in the biomed shop.